Event description:
ICU pt transported to mobile MRI trailer for neck scan. While being scanned MRI staff noticed spo2 readings has stopped. Scan -35 seconds- had just completed and staff immediately checked pt. Pt found not breathing and transport ventilator in demand mode. Respiratory therapist initiated manual ventilation with ambu bag, nurse started CPR and MRI staff called code blue. Pt saved, but there may be neurological damage. Respiratory therapist and nurse state transport ventilator was put in cmv/demand mode before pt placed in MRI tube. When scan had completed and the after checking the pt the respiratory therapist noted the transport ventilator was no longer in cmv/demand mode and that it was now in demand mode.